Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument kept sticking and getting stuck. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use. The issue did not occur after a fault. The target tissue was the gallbladder/liver. The jaws were not stuck on tissue. There was no adverse effect to the tissue. There was no unexpected tissue removal. There was no additional bleeding. The amount of bleeding was 10 cc. There was no intervention to address. The procedure was completed robotically. There was no harm or injury to the patient. There are no images.

Manufacturer narrative:
Based on the claim against the product by the customer noting getting stuck, an investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer reported complaint. The primary failure of bent grips was found to be related to the customer-reported complaint. The instrument was found to have a bent grip, and the tip does not align with the other grip.